Manufacturer narrative:
12/30/1997-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, qa is unable to reliably determine the cause of the difficulty encountered. Sealed units were rec'd and tested in our lab. The product performed within spec.

Event description:
The device was used during a thyroidectomy procedure. Reportedly, the suture broke. No pt injury was reported.